Event description:
Country of complaint: (B)(6). The batch number (..3423) and expiration date (20-.8-10) is partially faded.

Manufacturer narrative:
U.s. Agent notified on 12/16/2013. Reported device not marketed in u.s. However, similar device is. Evaluation on-going at manufacturing site.